Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had pump was not working. Customer's blood glucose value was 200 mg/dl at the time of the incident. As per patient yesterday he ate a sandwich and gave his self a bolus 20 grams of carb but he feels its not giving him a bolus. The customer was not able to proceed with troubleshooting. Customer will return device for analysis.